Event description:
The physician reports that patient underwent cataract surgery with implantation of the crystalens hd. Postoperatively, the patient presented with diplopia and aniseikonia. The physician explanted the lens and replaced it with a crystalens hd, 18.00 d, and the vision has improved. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.